Event description:
The surgeon placed new ventral intermediate thalamus and subthalamic nucleus leads due to a lead fracture following a fall. Please see MFR. Report # 3004209178200803913. The patient fell, hitting both her lead and extension. The hcp was unable to achieve tremor suppression regardless of which electrodes were used. There were some repeated impedance measurements. Measured at 3.5 volts the left subthalamic nucleus lead impedances and current were as follows: case+, 1-3620 ohms and 15ua; case+, 2- 3620 ohms and 15ua; case+ 3- 3620 and 15ua. A high impedance measurement, repeated impedance measurements and low current were measured at 4.0 volts. Measured at 4.0 volts the left subthalamic nucleus lead impedances and current were as follows; case+, 0-2074 ohms and <15ua; case+, 1-1378 ohms and 17ua; case+,2-1378 ohms and 17ua; case+,3- 1378 ohms 17ua; bipolar pair impedance and currents were 0-2>4000 ohms and 15ua. Bipolar pair impedances for combinations 0-3, 1-2 and 2-3 were all 2074 ohms. In the ventral intermediate thalamus lead, there were repeated impedance measurements and a low current reading. Measured at 4.0 volts the left ventral intermediate thalamus lead impedances and current were as follows; c+, 4- 1078 ohms and 23ua; c+, 5- 1078 ohms 23ua. Bipolar pairs 4-5 and 4-6 ad impedances of 1378 and currents of 17ua. The bipolar pair 5-7 had a current of 2074 and a current of less than 15ua. A follow-up report will be submitted if additional information becomes available.